Event description:
It was reported that there was an inappropriate device alert for episodes of nonsustained ventricular tachycardia resulting in reprogramming of the device by prolonging the number of intervals to detect/redetect (nid). A comparison of the use before date field and implant date found the right ventricular (rv) lead was implanted after the use before date. The device and rv lead remain in use. The patient was reported to be enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).